Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Updated aware date to date additional information was reported including new event, imaging report, date of birth, implant date

Event description:
Patient later reported "suspicion of silicon granuloma".

Event description:
Patient reported right side rupture and "suspicion of silicone granuloma¿. The device remains implanted.

Event description:
Patient reported right side rupture and "suspicion of silicone granuloma¿. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event.